Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open wound the ECG electrodes. The patient saw her physician, and the physician determined that the irritation was caused by a metal allergy. The physician allowed the patient to end use of the device. The patient reported that the irritation was improving.